Event description:
While using a byte retainers, patient reports that they are experiencing their aligners not fitting, cutting into their gums. Their gums receding and are infected. Requested photos to evaluate and information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.